Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - patient originally had a hemi shoulder replacement for an old fracture that had become painful and his rotator cuff was no longer functioning.